Manufacturer narrative:
The device was not returned for evaluation. However, review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported air leak remains unk. The instructions for use (IFU) states "do not remove dilator or catheter rapidly". "Damage to the valve may occur, potentially compromising hemostasis". There were no consequences to the pt. (B) (4).

Event description:
It was reported after flushing the sheath and insertion of the ep catheter, air was noted on the syringe when the physician removed the syringe. There were no consequences to the pt.